Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2015, inratio: 2.5, lab: 1.1. Patient's therapeutic range is: 2.0-3.0. .

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.